Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that buccal bone broke during placement of the implant. Placed and removed immediately during surgery. Unknown tooth number.